Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead impedance had been slowly increasing since (B) (6) 2009. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead impedance had been slowly increasing since (B)(6) 2009. The lead remains in use. No patient complications have been reported as a result of this event. (B)(6) 2010: the patient is reported to have an occasional heart block. Impedance continues to slowly increase. It was also reported that the threshold was high. The device is still in use. No patient complications have been reported as a result of this event.